Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0gnkf, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0fbun, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the impedances were low. Combination 0 and 1 was 92 ohms and 2 and 3 was 93 ohms. The patient¿s left side lead was implanted on the day of the report and returned these results post-operatively. The surgeon said this was okay and that they would program around it.